Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient experienced erosion and has had multiple surgeries to attempt to remove the mesh. The mesh was not able to be removed intact. The patient underwent an additional surgery to implant a medtronic interstim device to restore / partially restore urinary function and relieve incontinence. The patient underwent a procedure on (B)(6) 2014 to investigate bleeding in colon, possibly associated with further erosion of the device. Tissue was removed during the procedure and pathology was pending. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4) urinary/bowel problems. Undefined recurrence. Dyspareunia. Medication treatment. Voiding dysfunction. - it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy, bladder hydrodistention, bladder biopsy and fulguration, sling removal, and periurethral injection of bulking agent on (B)(6) 2013, due to bladder pain syndrome, voiding dysfunction and incomplete bladder emptying. It was reported that the patient underwent cystoscopy, left ureteral stent placement, excision of mesh contraction and vaginal repair on (B)(6) 2013, due to mesh contractions, cystocele, incontinence and interstitial cystitis. It was reported that the patient underwent wound irrigation and debridement and wound revision on (B)(6) 2013, due to vaginal wound dehiscence. It was reported that the patient underwent removal of transvaginal mesh and scar tissue on (B)(6) 2014, (B)(6) 2015 due to transvaginal mesh removal and incontinence issues. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.